Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not coagulating. It had a broken electrical cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the fibers of the cable were broken as shown in the picture of the field actions. There was no thermal damage and no arcing occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.